Event description:
Pt had implantation in 1987. She has had symptoms of itching and joint pain. Also a mammogram was done which showed a mass in the right breast. The final report showed a mass in the one o'clock and two o'clock positions of the right breast. A lesion was also found in the left axilla. On 8/30/93: removal of bilateral breast implants. Biopsy of all lesions was performed.